Event description:
It was reported that the battery drawer on the external pulse generator would not close, also that the generator had a cracked upper case and the ring and ring cover were missing. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the battery drawer was broken, the upper case was broken, ring cover was broken, and the ring was missing. It was also noted that the battery release, lead flex cover, and keyboard pad were contaminated, two side bail covers were broken, and the battery contacts were compressed. (B)(4).

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator (epg) had a battery door that would not close. Also noted was the ring had broken off as well. Technical services suggested that the epg be sent in for repair. The status of the epg is unknown. There was no patient involvement indicated.